Manufacturer narrative:
A product investigation was performed for this device. A visual inspection was performed, no visible damage was noted upon receipt. A simulated treatment was performed and completed with no alarms or issues. All functional tests passed. The reported symptom was not confirmed. A review of the device history records was performed, there were no unexpected variances, adjustments or comments noted in the device records. A search of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department, per the pharmacovigilance nurse the patient did not develop peritonitis or have any problems after the fluid leak event. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed by FDA regarding complaints of deaths or serious injuries received between (B)(6) 2011 to (B)(6) 2013.

Event description:
A peritoneal dialysis patient's mother called fresenius technical support regarding a system error. Technical support tried to identify the specific alarm but the contacts were unable to get into diagnostic mode. While removing supplies from the cycler the patient noticed that the tubing was leaking and that the inside of the cycler was now wet. The patient will continue with manual treatments and will inform his nurse.